Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The cannula was not seen past the bottom housing, further indicating that the device did not deploy. The download data showed that the device deliver 60 pulses, 50 of which were first prime pulses. Timeouts and a drive stall were observed at the beginning of the run, but no alarms were observed. The device was reset and paired to a pdm. During the rerun of the device, the hook talons were observed slipping over the ratchet gear causing a failure to detent the ratchet gear. The rerun data saw similar timeouts and drive stalls observed in the original data. During inspection of the drive mechanism, damage was observed to the ratchet gear. This damage is what caused a failure to detent the ratchet gear which is why the device was not in the deployed position after the completion of second prime. During initial inspection of the device, damage was observed to the top housing. This damage did not cause any damage to internal components. The exact cause and timing of this damage could not be determined. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.